Manufacturer narrative:
Additional information in section b5 describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat an atrial fibrillation a faradrive steerable sheath was selected for use. The sheath had a faulty valve that allowed air to ingress during aspiration. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. It was further reported that the air ingress occurred when the sheath was aspirated during preparation, prior to insertion into the patient. Air was observed in the shaft of the sheath and the aspiration syringe.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat an atrial fibrillation a faradrive steerable sheath was selected for use. The sheath had a faulty valve that allowed air to ingress during aspiration. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.